Event description:
Boston scientific received information that during a lead replacement procedure the device stored episodes were reviewed which revealed some anti tachycardia therapy and shock therapy being delivered. Noise was also seen on the electrocardiograms, and one episodes of ventricular fibrillation with no therapy delivered. Calcification was noted inside the device pocket thus a surgical clamp was used to remove the device. Upon attempting to remove the device the header of the device broke completely away from the device body. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory the device was returned with the header separated. Visual inspection noted tool marks on the front and back side case of the header. No holes in any seal plugs were noted an it was verified that right ventricular lead was fully inserted by evidence of the lead seal ring marks. Device analysis confirmed that the device header wires show evidence of high cycle fatigue which is consistent with a loosened header bond and resulted in the observations seen in the field. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.